Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. High threshold and high impedance were measured on the atrial lead. The lead position in the right atrium was adjusted several times. The pacing system analyzer cables and alligator clip cables were exchanged with other ones. However, the issue did not resolve. The lead was replaced. The measurement values turned into stable. The replaced lead was connected to a pacemaker and the procedure was completed without further issue. There were no patient consequences.